Manufacturer narrative:
Patient weight and ethnicity: unknown/asked but unavailable. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is scheduled for an intraocular lens (iol) exchange in the right eye due to residual astigmatism and decreased visual acuity. Through follow-up, it was learned that the lens was explanted and successfully replaced with another johnson & johnson tecnis lens (unspecified model and 22.0 diopter). There were no vitrectomy, incision enlargement, or sutures required. The visual acuity decrease was a clinically significant decrease. The uncorrected distance visual acuity (ucdva) pre-operative (op): 20/50 and post-op ucdva: 20/25. The patient is stable post-operatively. The lens was been discarded. No other information is available.